Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three perclose devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) with two prostyle sutures preplaced at each site in a pre-close technique via a 16f sheath in the rcfa and 14f sheath in the lcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar procedure, two prostyle sutures were attempted to close the rcfa; however, hemostasis was not achieved at the access site. Another prostyle suture was deployed with the knot advanced to the vessel wall, yet hemostasis was not achieved. The rcfa was cut down and bleeding was noted above the procedure puncture site that was caused by a ruptured artery. The cause was unknown; however, it was reportedly not due to the prostyle devices. Surgical suturing was used to achieve hemostasis in the rcfa. In the lcfa, the knot pusher for two prostyle devices could not advance the knot due to the challenging anatomy. A third prostyle suture was deployed yet the knot could not be advanced as well. The vessel was cut down and surgical suturing achieved hemostasis in the lcfa. During the procedure, the patient lost two liters of blood. The patient became bradycardic. No blood transfusion was given. The patient experienced pain in the rcfa; however, the cause of the pain was unknown. There was no reported clinically significant delay in the procedure or therapy due to the prostyle devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.